Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025. It was also reported that the patient went to emergency room (ER) and subsequently got hospitalized for eight days on (B)(6) 2025 and patient blood glucose levels while admitting the hospital was 500 mg/dl. The patient had symptoms such as vomiting and headache at the time of hospitalization. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 08-may-2025. Device history record (DHR) review: the lot 6009136 was manufactured according to the work instruction (wi) version 81 on 11-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 08-may-2025 against code no malfunction based on complaint information describe and lot 6009136 and no more complaint has been registered in database for the same lot harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.